Event description:
On (B)(6) 2013, the lay user/patient's relative contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter read inaccurately erratic and high. The complaint was classified based on the customer care advocate (cca) documentation. The patient's relative reported that the alleged inaccuracy started on (B)(6) 2013 at 8:45pm. The reporter claimed the patient obtained inaccurate blood glucose readings of "316, 291, 286 and 71 mg/dl" with the subject meter, performed greater than 20 minutes apart from each other. The reporter stated that at 9:15pm that same evening the patient was tested on another device and obtained a reading of "101 mg/dl". The reporter confirmed more than 30 minutes passed between when the patient was tested with the subject meter and on the other device. The reporter informed the cca that the patient is on insulin pump therapy and reported that at 8:50pm the patient was administered a correction bolus in response to the reading(s) obtained with the subject meter. The patient's relative reported that approximately 15-20 minutes after obtaining the alleged inaccurate result(s) with the lfs device, the patient developed symptoms of shaky, tired and a headache. It is not known what treatment, if any, the patient received in response to the symptoms. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of a serious injury after obtaining inaccurate readings with the subject meter.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing with no faults found. The test strips associated with this complaint have also been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
(B)(4): the test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.